Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that intermittently the system would not capture fluoroscopic x-rays. No pt injury was reported.